Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "skipping and glitching". Reportedly, the touch screen would turn white after unlocking the pump and would go back to the lock screen. Customer's blood glucose was 155 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.